Manufacturer narrative:
Concomitant medical devices: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 3888-28, lot# l35443, implanted: (B)(6) 1995, product type: lead.

Event description:
It was reported that had the device implanted in 1997 and it did not work too well. It did not last very long and only lasted 2 years and it was explanted because it did not help the pain at all. The doctor said this implant did not work because there was so much scar tissue that was soaking up the vibration, and that was the reason for it not helping. The patient had it on so high that her legs would just jump but it still did not help. There was uncomfortable stimulation and overstimulation. It was noted that the patient never had a trial with the implant.